Event description:
It was reported, that patient experienced ineffective therapy. X-ray imaging revealed, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, based on the information provided. A device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.